Event description:
Information was received from the (B)(6) registry on (B)(6) 2015 stating: 2d echo showing no flow through hm ii causing cardiogenic shock. Additional information also included indicated that the patient underwent a pump exchange. Thrombus event: signs or symptoms: hemolysis. Thrombus event: signs or symptoms: heart failure. Thrombus event: intravenous anticoagulation. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported hemolysis, heart failure, and suspected thrombus could not be conclusively determined through this evaluation as the pump was not returned. The instructions for use lists hemolysis, heart failure, and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.